Event description:
Healthcare professional reported right side "hematoma and capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of hematoma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and hematoma.

Event description:
Healthcare professional reported right side "hematoma and capsular contracture, baker grade not specified." Device has been explanted.